Event description:
For a orif proximal humerus surgery, a combination of 4.0mm locking fasteners & 4.0mm fasteners were used in the head of the plate, while 3.5mm fasteners were implanted in the distal or shaft segment. Two locking prox hum fasteners backed out and one non locking fastener backed out. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
No specific root cause could be determined, all fasteners returned were built to specification, no nonconformances / manufacturing irregularities were identified during the manufacturing process. This complaint will be accounted for and monitored via post market surveillance activities.

Manufacturer narrative:
UDI releated data quality updates, product information update, & initial reporter updates: this follow-up report includes the addition of the brand name, model number, and full UDI, which were missing from the initial report. The lot # and manufacturing date are on the device label, but are not on the label as a pi. This report specifies that this is not a combination product. This report updates the initial reporter information to the physician who initially reported the issue.